Manufacturer narrative:
(B)(4). The involved device was not returned for evaluation so the failure investigation was limited to a review of user facility information and quality records for the reported lot number. Inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the retained sample confirmed that performance specifications were met. A review of the device history record and shipping record confirmed there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon available information it is likely that the actual sheath came into contact with a sharp tool on the outer surface and was given a flaw with it, resulting in the deterioration in the tensile strength. Subsequently, the actual sheath got cut off during its removal from the artery. The device labeling does address the potential for such an event in the instructions-for-use, which states: "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath or bind it with a thread." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that in the process of removing the sheath, it got cut off in the radial artery. Follow-up communication with the user facility confirmed that medical intervention was required to remove the device.